Event description:
Caller reported a malfunction on the pump, with no prior notable events leading to this issue. There was no adverse impact to the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.